Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not working properly. The patient called the clinic and had mentioned that the wire was frayed a little bit. Boston scientific technical services (ts) discussed that there was a possible lead insulation issue or outer wire problem, thus device was switched from bipolar to unipolar. Ts advised to seek further information from the device physician. Several attempts to obtain additional information were unsuccessful. The lead remains in service. No adverse patient effects were reported.